Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 4 lesion nt2000¿ pain management rf generator was received into the lab for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. It was also verified that all internal components were secured, and normal wear was noted on the chassis exterior. Inspection of the internal components revealed an electrically failed and discolored capacitor at the c49 location of the radio frequency control board which resulted in the thermal event reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to abnormal functionality of the radio frequency control board.

Event description:
When the generator was started, it began to smoke. There was no patient involvement and there were no adverse consequences to the user.